Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not communicating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the device database had exceeded its size limit. A field service engineer replaced the communication sled (comsled), assisted the carefusion communication engine (cce), and applied the necessary online package to resolve the bloated database. The engineer logged into the device and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.